Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 the patient underwent open reduction internal fixation surgery for proximal humerus fracture with the locking screw and the stardrive screwdriver in question. During the surgery, the surgeon replaced a locking screw (20mm) with the screw (22mm) because the 20mm screw was short. The screw didn¿t seem to stick in the bone firmly so the surgeon pushed the screw with the screwdriver, but the screw backed out with the screwdriver. There was no surgical delay. The surgeon commented that the bone quality might be bad. This report is for one stardrive screwdriver t25 w/ coupling for 03.019.019/330mm. This is report 2 of 2 for (B)(4).